Manufacturer narrative:
This report is submitted on october 21, 2022

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site (date not reported). Subsequently, the patient underwent a skin revision surgery under general anaesthesia on (B)(6) 2021 in order to remove and replace the abutment.